Manufacturer narrative:
Additional information (07-dec-2017): the customer stated that there have been no additional discordant results. The samples in question were diluted with 1:5 dilution factor and there was no change in results, which was indicative of interference.

Manufacturer narrative:
The initial MDR 2247117-2017-00127 was filed on 16-nov-2017. The first supplemental MDR 2247117-2017-00127_s1 was filed on 28-dec-2017. Corrected information (04-jan-2018): first supplemental MDR states "the samples in question were diluted with 1:5 dilution factor and there was no change in results, which was indicative of interference." Based on the further clarification received, dilution was not performed for samples in question. The interference in samples were only suspected by the customer and not verified. Corrected information (15-jan-2018): the first supplemental MDR states that the date of the report was 27-dec-2017. The correct date of report for first supplemental MDR is 28-dec-2017. Cannot be updated with this information as it is currently being used for this report.

Manufacturer narrative:
The customer contacted a siemens customer care center. The calibrations and quality controls were within acceptable range. Patient samples were not available for in-house testing. A siemens headquarters support center specialist reviewed the event data and stated that without the clinical history or the patient samples the cause of the discordant, falsely low ipth results on two patient samples is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low intact parathyroid hormone (ipth) results were obtained on two patient samples on an immulite 2000 xpi instrument. The results from the immulite 2000 xpi were not reported to the physician(s). The samples were repeated on an alternate platform, resulting higher and matching the clinical picture of the patient. The results from the alternate platform were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ipth results.